Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of non-sustained right tachycardia on stored electrocardiograms. The episodes were attributed to over-sensing of right ventricular lead noise. No patient symptoms or interventions were reported.